Manufacturer narrative:
Corrected information has been provided in d1. Failure to advance: the cause of the delivery issue was most likely patient related due to steep calcified aortic arch.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that due to the patient¿s steep, calcified aortic arch, the impella cp could not be advanced past the arch of the aorta. After several unsuccessful attempts, the implantation was aborted. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.